Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (25 mg/ml) and bupivacaine (3.3 mg/ml) via an implanted pump. On (B)(6) 2020 the patient reported that her pump had flipped over and they couldn't fill it. This was noticed in (B)(6) when she went to get the refill. They couldn¿t access the port. Per the patient, it flipped due to a fall she had in the bathroom. She had x-rays done and they confirmed it flipped. The patient stated that she didn¿t understand why they couldn¿t just flip it over again. She didn¿t understand why they had to do surgery to flip it back again. No patient symptoms were reported. No further complications have been reported as a result of this event.